Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician attempted to torque the screw using the wrench, however, there was no response (click sounds) and the lead was not securing properly in the implantable cardioverter defibrillator (ICD). The device was removed and replaced. The patient was discharged.